Manufacturer narrative:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.

Event description:
Additional information indicates that the ipg meets or exceeds its expected longevity based on the patient's programming parameters.

Event description:
The report that the ipg was revised due to ¿nearing eol¿ was confirmed. Analysis and longevity calculation found the device had declared eri and had normal battery deletion due to usage. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
The report that the ipg was revised due to ¿nearing eol¿ was confirmed. Analysis and longevity calculation found the device had declared eri and had normal battery deletion due to usage. There is no device malfunction; therefore, this device is no longer considered reportable.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received. E1- initial reported phone number: (B)(6).

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.